Event description:
Customer reported an issue with the time settings on their pump, which showed a discrepancy of more than five minutes from the actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurring discrepancies, to which the customer agreed.